Event description:
The customer reported the device provided inaccurately low readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. External visual inspection showed no damage. The sensor failed continuity testing due to an open across all of the electrodes. Functional testing could not be performed as the sensor was returned used.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device provided inaccurately low readings. No consequences or impact to patient were reported.